Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a targon pf nail 10x260mm 130°left (part # kd081t) was implanted during a procedure performed on an unknown date. According to the complainant, following the surgery, the nail broke. The patient was scheduled to undergo a revision surgery on (B)(6) 2021. The complaint device has not been returned to the manufacturer for evaluation. A revision surgery was necessary. Although requested, additional information has not yet been made available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Update: b5. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Update:the cause of the break, and the date of surgery were not provided. The part that is broken is the screw hole part of the proximal lug screw. After removing it, it is planned to use another company's long nails.